Event description:
It was reported that this implantable pacemaker had a remaining 1 year during the (B)(6) 2025 outpatient visit, and despite being scheduled for a check three months later, the device immediately went into elective replacement indicator (eri) status after the visit. Therefore, a premature battery depletion was suspected. This device was explanted and replaced and will be returned for evaluation. No additional adverse patient effects were reported.